Event description:
Caller reported potential false negative hcg results x2 with the sure-vue urine hcg test on one pt. A quantitative serum hcg was positive with a result of 179,000 miu/ml. Add'l details as follows: test procedure: fresh, room temperature specimen, 3 drops, 3 minutes, uses watch to time the 3 minutes. Last menstrual period is unk. Color/clarity of urine: yellow, looked concentrated. Original specimen discarded. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: verify the product number, product description, lot number and batch record. No abnormal results were found. Lot number (s): hcg3010138. Expiration date(s): 12/2014, control: 203.2iu/ml hcg urine lot: hcg130307-01, 240.5iu/ml hcg urine lot: hcg130307-04, 214.7iu/ml hcg urine lot: hcg130307-03, clinical positive urine from 3 pregnant women. Summary of results: the retention devices performed as expected. Detail as below: the 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=8). He 240.5iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=7). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=8). Three clinical pregnant urine sample yielded clearly positive results with retention devices at 3 minutes (n=2 for each sample). Probably root cause: hook effect may reduce the t line intensity. If such a condition is suspected, the sample can be diluted 1:10 with distilled water and re-test. Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 3 different high levels of hcg urine controls and 3 clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Root cause could not be determined without pt specimen in-house analysis. Product deficiency was not established. This issue will be tracked and trended.